Event description:
It was reported that 800 bd precisionglide¿ needles were delivered with the incorrect label information. The following information was provided by the initial reporter, translated from spanish: "customer reports that the needles in reference arrive with a different packaging. Additional information received on 09.sep.2022: in how many units of product was the incident identified? A: in (B)(4) units, which was the total delivered to the client. (80 boxes). For confirmation purposes, is the batch with the difference 8093760 (in red) or 1218279 (in green)? A: the lot with the difference in packaging is lot 1218279".

Manufacturer narrative:
H6: investigation summary: it was reported the needles received had different packaging. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows the packaging blister top web from lot number 8893760, which has the previous graphics with a linear barcode. The second photo shows a packaging blister top web from lot number 1218279. This lot number was reported as defective, but has the current graphics with the UDI 2.0 barcode. This packaging blister is printed according to our current specifications. No other information can be obtained from the photos. A device history record review was completed for provided material number 305108, lot number 1218279. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Investigation summary: it was reported the needles received had different packaging. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows the packaging blister top web from lot number 8893760, which has the previous graphics with a linear barcode. The second photo shows a packaging blister top web from lot number 1218279. This lot number was reported as defective, but has the current graphics with the UDI 2.0 barcode. This packaging blister is printed according to our current specifications. No other information can be obtained from the photos. A device history record review was completed for provided material number 305108, lot number 1218279. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 800 bd precisionglide¿ needles were delivered with the incorrect label information. The following information was provided by the initial reporter, translated from spanish: "customer reports that the needles in reference arrive with a different packaging. Additional information received on (B)(6) 2022: in how many units of product was the incident identified? A: in 800 units, which was the total delivered to the client. (80 boxes). For confirmation purposes, is the batch with the difference 8093760 (in red) or 1218279 (in green)? A: the lot with the difference in packaging is lot 1218279."